Event description:
It was reported that during advancement of an embolization coil through a microcatheter, the coil prematurely detached. An intravascular snare was used to remove the coil successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the device revealed the implant detached from the delivery pusher. The implant is stretched. The delivery pusher was tested for electrical continuity and met specification. The attachment tether that holds the implant intact with the delivery pusher has evidence of stretching as it is wavy and has striations visible. The remainder of the device is normal in specification. The microcatheter included is kinked at various segments. The root cause of this complaint appears to be due to an excessive force applied to the delivery pusher that exceeded the maximum tensile specification of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.